Event description:
N/a.

Manufacturer narrative:
Additional information: e1 (B)(6). It was reported that cardiosave intra-aortic balloon pump (iabp) had an issue with pump that stoped pumping. A getinge technician stated that customer reported that while on a patient, the pump suddenly "froze" and stopped pumping. They were unable to resume pumping and she states that the buttons were not responding to touch. They had already switched pumps at my callback and she states that the patient is fine. There are no reports of harm or injury. They have already tagged the first pump for biomed service and no longer needed my help. The iab catheter name and size is unknown, but she says it is a maquet fiberoptic. Fse remarked as he has no knowledge of this event. No service request was made to him. The iabp required no repairs. As biomed and getinge found no issues with the device, it was returned to service. Iabp met all safety checks and manufacturer specifications. Since the complaint was that the iabp was leaking helium. A pneumatic leak test was performed. No leaks were detected. There were no fault or malfunction indications per error log review.no fault verified.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) suddenly froze and stopped pumping. Pumping was able to be resumed but the buttons were not responding to touch. The pumps were swapped out. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.